Manufacturer narrative:
The device remains implanted and could therefore not be evaluated. Device history records and complaint history could not be reviewed because no lot number was provided. The event was confirmed via imaging. Three x-rays were provided; x-ray one was taken after initial implantation in (B)(6) 2020; x-ray two was taken approximately six-months after implantation on (B)(6) 2020; x-ray three was taken after revision surgery in (B)(6) 2021. X-ray 1, taken immediately after implantation, reveals that the plate is only in contact with c6 and is not in contact with c5 or c7. X-ray 2 confirms that the screw fractured approximately halfway between the plate and distal end of screw in the c7 vertebrae. Additionally, the caudal cage migrated and did not fuse that the locking mechanism on the plate has fractured. Device sgt and IFU were reviewed. The following is to assist in identifying and/or ruling out potential root cause(s) of the reported event: "remove all osteophytes from the anterior surfaces of the vertebrae to allow the plate to sit flush against the vertebral bodies. Bending at or near the screw holes may damage the integrated alloy locking cover. Therefore, bending should only occur in one direction (lordosis or kyphosis)within the desired bend zone area around each window, pictured below. There may be limited or no-bend zones on the shorter plates. The screws are colored-coded by length and function (fixed versus variable). Fixed screws can be inserted ±2º and variable screws can be inserted ±15º, in any direction relative to the neutral angle of the screw hole. Do not over angulate screws beyond their indicated limit, doing so could result in the inability to lock the cover. Fixed screws have a laser marked line on the head of the screw. After screw insertion, engage the locking cover by inserting the size10 tapered driver into the screw cover and rotating clockwise 90° so that the cover retains the screw heads. Screws should sit below the screw cover to ensure that the locking cover is adequately engaged plate geometry should prevent the locking cover from rotating beyond the intended 90°. Do not rotate the locking cover past the clockwise stop on the plate. Discussion with third party physician confirmed that the vertebral bodies should be sitting flush with the plate. Physician stated that, "there is an osteophyte that was not flattened down on c6 and the plate is not flush with c7. The plate should contour down and sit flush with the vertebral bodies." The most likely cause of the reported event was determined to be the plate only being in contact with one of three vertebral bodies after initial implantation. Device sgt states that the plate should sit flush against vertebral bodies. Improper positioning of construct may add additional stresses to all components of construct which may have contributed to reported event. Additionally, non-union most likely contributed to the reported event, as it was reported that there was non-union and cage subsidence after 6 months of implantation. H3 other text: device remains implanted.

Event description:
A physician reported they have, "had [ozark] screws break," and "had failures with the cascadia interbody cages due to subsidence and non-union." Additional information received from the physician indicates only one cascadia cage migrated. The patient was revised and the devices were not explanted; however, supplemental posterior fixation was added. Imaging provided by the physician on (B)(6) 2021 shows the securing mechanism at the inferior end of the ozark plate has detached. This report captures the first of two fractured ozark screws.

Manufacturer narrative:
Device location unknown.

Event description:
A physician reported they have, "had [ozark] screws break in a young, healthy patient." No additional information is known at this time. This report captures the first of two fractured ozark screws.